Manufacturer narrative:
The affected side of the deflation is unknown. The serial number for the left side is (B)(4) with lot number 1299877, and serial number (B)(4) with lot number 1180050 for the right side. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "rupture" of a saline device. Affected side unknown. Device remains implanted.